Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: towards the end of the case, when the surgeon inserted the scope to do the final check, he noticed the instrument shield from the trocar was inside the patient. He has retrieved it. The nurse did note, there was an aspiration needle used for the gall bladder and initially it didn't go through initially on the first attempt. They stated it could be due to the needle but never had this experience before. Have isolated for return along with other trocars with the same lot number. Additional information received via adverse incident report, 7th february 2019: internal valve detached from black bung inside the sleeve of port and was found in abdominal cavity. The only instruments introduced into the port were a laparoscopic tissue forcep and a aspiration needle. There was a little resistance when trying to introduce the aspiration needle which is the only anomaly during a routine procedure. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): internal valve removed from patient and port kept for analysis. Examination and comparison of the same 5 mm port to ensure all pieces were accounted for with scrub nurse, senior sister and consultant; lot numbers removed from stock room and isolated; discussed with staff at hand overs and briefings. Sister site informed. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic component of the seal and the septum, a rubber internal component of the seal, were damaged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap cholecystectomy. Event description: towards the end of the case, when the surgeon inserted the scope to do the final check, he noticed the instrument shield from the trocar was inside the patient. He has retrieved it. The nurse did note, there was an aspiration needle used for the gall bladder and initially it didn't go through initially on the first attempt. They stated it could be due to the needle but never had this experience before. Have isolated for return along with other trocars with the same lot number. Additional information received via adverse incident report, 7th february 2019: internal valve detached from black bung inside the sleeve of port and was found in abdominal cavity. The only instruments introduced into the port were a laparoscopic tissue forcep and a aspiration needle. There was a little resistance when trying to introduce the aspiration needle which is the only anomaly during a routine procedure. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) 1. Internal valve removed from patient and port kept for analysis. 2. Examination and comparison of the same 5 mm port to ensure all pieces were accounted for with scrub nurse, senior sister and consultant; 3. Lot numbers removed from stock room and isolated; 4. Discussed with staff at hand overs and briefings. Sister site informed. Patient status: patient is fine.